Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation is inconclusive for the break and fluid leak, as no objective evidence has been provided to confirm any alleged deficiency with the feeding device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 000627 feeding device allegedly experienced a break and fluid leak. This report was received from one source. The device was used in the patient. Age, weight, gender and status of the patient were not provided.